Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was ultimately able to clear the alarms and resume insulin delivery. The customer has an alternate pump available as alternate insulin therapy.